Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic/caucasian female patient underwent a breast augmentation revision with a mentor memorygel breast implants 500cc and experienced bilateral ptosis and rupture on the right side. As a result, the patient underwent removal and replacement with saline mentor smooth round high profile 460cc, catalog number 3503460, serial number (B)(4), lot number 7662730 (l) and serial number 7668852-033, lot number 7668852 (r) on (B)(6) 2019. This report is for the left side.